Manufacturer narrative:
As part of this complaint investigation the device was returned and evaluated. The centrifuge is designed so that the lid cannot be opened unless the rotor is no longer energized. Upon inspection of the returned device it was determined initially the disposable was incorrectly loaded which resulted in the blood spill. It was also noted that the lid and latch were manipulated from the factory setting during the cleaning process. The internal components of the device and the safety circuit were inspected and no issue was found. We attempted to contact the customer on three occasions to obtain more details about the incident but they did not respond to our request for info.

Event description:
Site reported that when processing a bmac 60 disposable set the disposable broke resulting in a blood spill inside the centrifuge. When the customer heard the noise coming from the centrifuge they stated that they panicked and opened the lid which resulted in blood splattering on the wall. After the device was cleaned, the customer confirmed that they used the smp2 device in 3 subsequent procedures with no incident.